Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "high alarm displayed" messages. To further investigate, a functional test was performed. The reported event was not duplicated. Root cause of the issue is unknown. Error was verified in the device error history log to have happened multiple times. The latch/lock optic flex sensor was replaced.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "e41541". No patient injury reported.